Event description:
It was reported that patient just had system replaced a day prior to this call because battery from previous neurostimulator was depleting and she was told that the wire was crooked. It was noted that patient started having pain in her side, and she had her device checked at health care provider¿s (hcp) office about 2 months ago. The patient did not know if it was by a nurse or manufacturer representative. The patient was told that her battery was starting to get low and redirected to have x-rays. The patient also mentioned constipated and had a prior surgery on her bowels several years ago so not sure what was causing the pain. It was noted that patient kept on increasing this system in order to feel pulse and at times it was too strong. The patient was not aware that stimulation feeling should be set to a comfortable level. Additional information received four days later indicated that the component involved was the lead. All electrodes on the lead were not functional as well after a fall. It was noted that lead migrated and the electrodes malfunctioned. It was noted that x-ray and reprogramming were performed. It was noted that the patient was back to the operating room for the lead removal and insertion of new one. The patient recovered without permanent impairment. Additional information reported a week from previous call indicated that issue reported on initial report date has been resolved. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v829876, implanted: (B)(6) 2011, product type: lead; product ID 3093-33, lot# v829876, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).